Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
Related manufacturing ref: 3005334138-2021-00562. During a paroxysmal supraventricular tachycardia (psvt) ablation procedure, an air leak occurred. Following insertion of the sheath into the patient and prior to inserting catheters into the sheath, air was aspirated into the syringe that connected to the extension port of the sheath. Several aspirations were attempted but the air remained. The sheath set was replaced with a device from the same lot number, and the same issue occurred. A third sheath was used to complete the procedure with no consequences to the patient.